Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The transmitter ((B)(4) /lot number 5195654), being used with the complaint sensor, was returned on (B)(4) 2015. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of inaccurate blood glucose values could not be confirmed.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, reporting two inaccurate blood glucose (bg) readings between the continuous glucose monitoring (cgm) system and the bg meter on (B)(6) 2015. There was no reported injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Data was provided for investigation. The reported inaccuracy was confirmed. However, a conclusive root cause cannot be determined for the reported events.